Event description:
It was reported that patient is having shoulder pain. Patient reports that the stitches that keep the implant in place have popped and the implant slides up over their collarbone when they bend over. This is especially noticeable for patient when they are planting and gardening. It also happens when they lie down in certain positions. The implant will move over their collarbone, which hurts. The issue started at the beginning of summer, when patient was planting and doing a lot of bending. Patient is going in for a consultation with their healthcare provider in october to address the issue. Patient stated they will set a date to do new stitches/secure the stitches to keep implant in place.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.